Event description:
It was reported that during a spine surgery it was observed that the hose "leaked air" on the motor device. According to the report, when the surgeon pushed the pedal on the foot control device, the pressure gauge did not move and the hose on the motor device " made a sound like it was leaking air". There were no delays in the surgery as an identical spare device was available. It was unknown if injuries or medical intervention were reported. The exact event date was unknown. Although it was reported that the event occurred in (B)(6) 2013. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned to synthes (B)(4) for evaluation. During the pre-testing and repair, it was observed that the device failed the outer hose inspection. Visual inspection revealed evidence of cuts or tears. An assignable root cause was not determined. No additional information was available. (B)(4).